Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: based on the information provided the patient was diagnosed with a liver abscess [infection]. Infection is a known clinical complication. There is no evidence to suggest the report is due to a device failure. The IFU states, "potential complications associated with gastrointestinal endoscopy, including: allergic reaction medication, aspiration, cardiac arrhythmia or arrest, perforation, fever, hemorrhage, hypotension, infection, respiratory depression or arrest. Potential complications from extra-luminal eus guided procedures may include hemorrhage, infection, perforation, and tumor seeding." Prior to distribution, all echotip ultra fiducial needle devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement in the liver, the physician used a cook echotip ultra fiducial needle. It was reported that the procedure was completed as intended with a good outcome. The patient returned with a liver abscess and it is unknown if the abscess is related to the device used. The liver abscess was treated with antibiotics and a percutaneous drain.